Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 13-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about 6 months ago, patient started feeling pain in the middle of his back between his shoulder blades. Patient stated that a bump formed there and the patient had pain radiating out from the bump. The patient stated that he felt this pain whether or not he had his stimulation turned on. The patient had an x-ray today and found out that the bump was from a ball wiring from the patient's scs. No further complications were reported/anticipated.